Manufacturer narrative:
Investigation conclusion: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Based off of the photos provided by the user facility we can confirm the report as described. A photo attached to the file shows multiple bands off of the intended targets. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation evaluation: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from the research that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Investigation conclusion: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Based off of the photos provided by the user facility we can confirm the report as described. A photo attached to the file shows multiple bands off of the intended targets. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution.

Event description:
During an endoscopic procedure, the physician used a cook 6 shooter saeed multi-band ligator. As reported to customer relations: "physician reports that the bands not fastened well and he only used one band. The rest no hold on the esophageal varices."

Manufacturer narrative:
Investigation conclusion: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Based off of the photos provided by the user facility we can confirm the report as described. A photo attached to the file shows multiple bands off of the intended targets. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation evaluation: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from the research that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following was reported to the FDA on 5/27/2016: during an endoscopic procedure, the physician used a cook 6 shooter saeed multi-band ligator. As reported to customer relations: "physician reports that the bands not fastened well and he only used one band. The rest no hold on the esophageal varices." The following additional information was received on 8/17/2016: "the bands slip off after they caught the varices."